Event description:
It was reported that the patient underwent a cervical spinal procedure to treat a c2 fracture with odontoid screw fixation. It was reported that the guidewire broke in half. Enough of the guidewire was exposed that the surgeon could still remove the guidewire. A new guidewire was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Circumferential witness marks and cracks adjacent to the fracture around the guidewire, in conjunction with the circular plastic flow of the material within the fracture surface are consistent with torsional overload. Dimensional inspection confirms conformance of diametrical specification. The above observations are consistent with torsional overload.